Manufacturer narrative:
(B) (4). Eval results: endoleak, aortic neck is short in length, 10 mm. Conclusion: aortic neck is short in length, 10 mm.

Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.8 cm abdominal aortic aneurysm. The aortic neck was reported to be short in length, 10 mm. It was reported that after the bifurcated stent graft was modeled with a balloon the stent graft moved distally resulting in a type 3 endoleak between the bifurcated stent graft and the aortic cuff (MFR# 2953200-2010-00812). The physician implanted an aortic cuff between the 2 components to cover the gap resolving the type iii endoleak. No additional clinical sequelae were reported, and the patient is fine.